Manufacturer narrative:
On 06-dec-2016, an fse conducted on-site follow-up with the customer to address the reported event. The fse replaced the diluent tank sensor which returned the instrument to normal operation. The most probable cause of the reported event was due to a defective diluent tank sensor assembly. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Event description:
On (B)(6) 2016, a customer reported that they were getting a diluent low error when the diluent was ful with their aia-900 analyzer. The customer is unable to run e2 patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting e2 patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.